Event description:
The customer's wife reported that the customer was treated by paramedics for a blood glucose reading of 29 mg/dl. Troubleshooting was performed, and the insulin pump was programmed and reading the reservoir volume correctly. The customer's wife stated that the customer usually experiences low blood glucose in the morning, but his blood glucose dropped lower than normal on the morning of the event. The customer wears his infusion sets for 4-5 days. The customer was advised to change his infusion set every 2-3 days. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. See scanned page.